Manufacturer narrative:
D.2. Additional medical device types: njr. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd pcr cartridge on bd max¿ instrument, a false positive patient result for candida spp. And trichomonas on mvp assay was obtained. There was no report of patient impact.

Event description:
It was reported that during use of bd pcr cartridge on bd max¿ instrument, a false positive patient result for candida spp. And trichomonas on mvp assay was obtained.there was no report of patient impact.

Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant results with the bd max¿ vaginal panel (ref. (B)(4)) lot 5044792 was performed by the review of the manufacturing records, customer¿s data analysis and verification of complaints history. Review of the manufacturing records of bd max vaginal panel indicated that lot 5044792 was manufactured according to specifications and met performance requirements. The complaint concerns one sample¿s positive results for the candida spp. (Cgroup), and trichomonas vaginalis (tv) targets. Upon repeat test from the same sample buffer tube (sbt), negative results for all the targets were obtained. Customer provided database from bd max¿ instrument ct3374 and run files for run 675 for investigation and identified sample tested in position b11 (run 675; initial test) and a1 (run 681) as the discrepant samples. Manual pcr curve adjudication revealed step dislocation and high initial fluorescence in all the channels in the bottom position of the cartridge for sample position b11 in run 675, which reached the threshold to give positive results for the cgroup and tv targets. It is unlikely these positive results are true amplifications. Repeat test showed no amplification and gave negative results for all the targets. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. Based on the investigation and information provided, bd was unable to identify the exact cause for the customer issue. Nevertheless, customer mentioned only one event, it is thus possible that this was an isolated issue. Overall, no reagents issue is suspected. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max vaginal panel lot 5044792. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA) since no new hazard was identified.